Event description:
It was reported that the nurse thinks this pt's device may be showing a possible premature eos, but this cannot be confirmed. The eos projection was showing 2 years. Attempts for further info have been unsuccessful to date.